Manufacturer narrative:
Integra has completed their internal investigation on february 23, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; there are four primary failure modes that could result in detachment of a katalyst implant following implantation; defects in the manufacturing of the radial head / poly assembly or the radial head stem assembly; improper surgical technique; damage to the implant during the assembly process; and, post-operative damage to the implant due to the patient¿s medical condition or blunt force trauma. DHR review; a review of the device history records determined that a quantity of (B)(4) of the 24 mm radial head/poly assemblies (p/n 22-1424, lot # kv0035) were manufactured by std medical, located in (B)(4), received at ils (B)(4) on november 2, 2012, inspected and placed into pbsi inventory on november 3, 2012. A review of inspection data from std medical and ils (B)(4) qc department did not find any out-of-specification (oos) results complaints history; a query in trackwise found two additional complaints associated with the post-operative detachment of the radial head/poly assembly and the radial head stem assembly. Including these complaints, there have been a total of four reported complaints regarding the post-operative detachment of the radial head/poly assembly and the radial head stem assembly in the past 24 months. The four complaints are associated with two separate surgeries, resulting in a complaint rate of 0.501% based on the calculated number of 399 completed surgeries. Conclusion: the probable root cause for these complaints is noncompliance from the patient to follow post-operative care. It isn¿t clear if the patient¿s medical condition also contributed to a failed prosthesis.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2: other mfg report number: 3004608878-2017-00011. It was reported that the radial head components disassociated while the patient was splinted within two weeks of implantation. Once removed during a revision surgery, the surgeon reattached the head and the stem and was able to pull the two pieces apart with her hands.